Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer calling regarding high blood results. Expected blood glucose results fasting range from 120-190 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer declined blood test. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is 01/22/2015. (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer calling regarding high blood results. Expected blood glucose results fasting range from 120-190mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer declined blood test. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting: (B)(6). No adverse event reported.